Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 419588-lead, implanted: (B)(6) 2010, dtbb1d1-ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s ventricular assist device power consumption was outside the normal operating range. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2018. However, no alarms have been logged for the past fourteen days of available data. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplateletmedications and the patient's complex post-operative course. In this case, the patient's recent subtherapeutic inrs may have contributed to the event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dark urine with a slight increase in power consumption. The site suspected a pump thrombosis and admitted the patient to hospital. The patient was started on a heparin bridge. The site further reported that although the patient¿s international normalized ratio (inr) was therapeutic on admission, it had been slightly lower in february (1.7-1.8). The patient was later discharged home. The pump remains in use. No further patient complications have been reported as a result of this event.